Event description:
It was reported that the patient was implanted with a pump on (B)(6) 2013 and a priming bolus was programmed. It was confirmed that the correct priming bolus volume was programmed. On the evening of (B)(6) 2013 the patient was brought to the emergency room (ER) in respiratory arrest. The e.r. Physician programmed the pump to minimum rate mode. The patient had since been admitted to the hospital and was stable. The caller was unsure of the cause of the respiratory arrest as the patient had been receiving a dose of 4mg/day since the implant and the respiratory arrest occurred more than 48 hours later. The device system delivered dilaudid and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that per the physician the patient had been taking oral pain medication.